Manufacturer narrative:
The customer no longer has any strips to return.

Event description:
The customer stated that the meter reading of 4.7 inr on her coaguchek xs meter (serial number (B)(4)) is higher than the laboratory value of 3.6 inr from a venous draw. The tests were within 7 hours of each other. The laboratory uses the dade innovin reagent. She believes that the meter result is correct. The customer stated the physician adjusted coumadin dose due to the 4.7 inr result obtained from the meter. She stated the dose was decreased to a 1/2 pill on every friday. Her therapeutic range is 2.5-3.5 inr. She is not on heparin or any direct thrombin inhibitors. She does not have any antiphospholipid antibodies. She was not on any unusual diet. She stated her condition was good. There was no adverse event. The suspect product was requested to be returned and the replacement product was sent. The strips will not be returned as she has used all of the remaining strips from the vial. The relevant retention test strips (lot 206632-21) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230734-80). There were no error messages that occurred. The retention samples were acceptable.

Manufacturer narrative:
The customer did not return the strips. A specific root cause for the event could not be determined. The product was not returned for investigation. The returned meter and reference meter was tested with the current masterlot of strips. All inr values were within the specified maximum difference between measurements. There were no error messages that occurred. The returned meter and the retention meter meet the specification.